Manufacturer narrative:
According to the complainant, the suspect device is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed. (B) (4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a polyp ablation procedure to treat a bleed. According to the complainant, the end of the catheter separated from the catheter, along with the clip; the end of the catheter and clip remained as one piece in the patient. They were concerned about the risk of tearing the mucosa so they attempted to retrieve the end of the catheter. However, it was firmly attached to the clip, and could not be removed. They will perform a control colonoscopy in six months. At the conclusion of the procedure, the patient's condition was reported to be okay.